Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed to have performed two precision comparisons with the subject meter, obtaining two sets of blood glucose readings, which were ¿203, 154 and 136 mg/dl¿ and "176 and 136 mg/dl". The blood glucose resigns in each comparison were obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.